Manufacturer narrative:
The covidien customer service engineer (cse) evaluated the ventilator, confirmed the reported malfunction, and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). All service manual required tests were performed, the unit passed all tests, and was operating within MFR's specifications. (B)(4).

Event description:
It was reported by a customer in the USA that an 840 ventilator exhibited an erratic graphic user interface (gui) display, resulting in an inoperative unit. There was no pt involvement.